Event description:
Spring from the transfer set "broke" apart. This caused the water bag to flood the water chamber, which flooded the ventilator circuit and caused the patient to have complications. The patient required CPR in order to resolve the episode. Episode was resolved in about two minutes and the patient had no new complications from the incident.